Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device is exhibiting premature battery depletion and should be replaced. A replacement procedure has been scheduled in two months. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.